Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-06487. It was reported the patient had the entire scs system removed due to ineffective therapy. Date of explant was unknown at this time.